Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had cracks on their insulin pump. The customer also reported frequent battery changes. Customer also stated they had to restart their insulin pump to complete their rewind sequence. It was also found the insulin pump had unexplained random alerts. No additional information provided.